Manufacturer narrative:
The defective touch screen was returned to livanova USA for further inspection. The investigator had detected evidence of spills on the touch screen surface. A prominent dent was observed on the back of the touch screen housing. The glue sealing between the touch panel and the kapton-tail was not strong enough thereby allowing fluid ingress which led to the reported issue. This is a known issue and livanova (B)(4) has already implemented a design related to the reported issue.

Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue, replaced the touch screen and the processor board and updated the software. Subsequent functional testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during a procedure. There was no report of patient injury.